Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: nephrectomy. Detailed description of event: the bag does not open correctly. The product is difficult to handle. The problem is recurrent regardless of the lot. Lot 14230006. Additional information received by email from applied medical representative on 04mar22: there was no consequence for the patient. I think there must be one zero too many for the lot number. If you wish, I can send you an email when I have all the answers. Additional information received by email from applied medical representative on 23mar22 as discussed by phone yesterday, it is really difficult to obtain additional information regarding this event. I have contacted the customer 3 times by phone and 3 times by email and the only information that I received is the one on friday, march 4 (email below). Right now, the person in charge of this complaint at [facility] is in holiday and will come back next week. Her colleague left her the message to call me back. So, if you don¿t receive any update from me, it means that I have no additional information to provide. Additional information received by email from applied medical representative on 30mar22: name of procedure being performed: nephrectomy. Patient status : nothing to report. Lot number : 1423006. After experiencing the incident the user changed the device. There was no attempt to unroll the bag. The metal supports were fully exposed upon deployment. The device did not jam during deployment of the actuator/plunger. The plunger/actuator was not pressed forward towards the handles, then retracted, and then re-advance. Question: was the bag still attached by the string to the plunger/actuator? Response: the bag fell apart when putting the specimen in the bag. There was enough room in the body cavity for the bag to open. No response was provided by the customer on questions 6, 7, 10, 14. Patient status: there was no consequence for the patient. Type of intervention: change of device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of exposed metal prongs as the bag was detached from the metal supports. Based on similar events and the condition of the returned unit, it is likely that the reported event was caused by a downward force that was exerted on the bag, resulting in the tissue bag falling off the supports.

Event description:
Name of procedure being performed: nephrectomy. Detailed description of event: the bag does not open correctly. The product is difficult to handle. The problem is recurrent regardless of the lot. Lot 14230006. Additional information received by email from applied medical representative on 4mar22: there was no consequence for the patient. I think there must be one zero too many for the lot number. If you wish, I can send you an email when I have all the answers. Additional information received by email from applied medical representative on 23mar22 as discussed by phone yesterday, it is really difficult to obtain additional information regarding this event. I have contacted the customer 3 times by phone and 3 times by email and the only information that I received is the one on friday, march 4 (email below). Right now, the person in charge of this complaint at [facility] is in holiday and will come back next week. Her colleague left her the message to call me back. So, if you don¿t receive any update from me, it means that I have no additional information to provide. Additional information received by email from applied medical representative on 30mar22: name of procedure being performed: nephrectomy patient status : nothing to report lot number : 1423006 after experiencing the incident the user changed the device. There was no attempt to unroll the bag. The metal supports were fully exposed upon deployment. The device did not jam during deployment of the actuator/plunger. The plunger/actuator was not pressed forward towards the handles, then retracted, and then re-advance. Question: was the bag still attached by the string to the plunger/actuator? Response: the bag fell apart when putting the specimen in the bag. There was enough room in the body cavity for the bag to open no response was provided by the customer on questions 6, 7, 10, 14. Patient status: there was no consequence for the patient. Type of intervention: change of device.